Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and additional information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1200 mcg/ml at 7.6 mcg/day) and compounded baclofen (1000 mcg/ml at 6.1 mcg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 22-may-2017 it was reported that the patient was admitted to the hospital with what appeared to be withdrawal symptoms on (B)(6) 2017. The patient¿s ptm (personal therapy manager) was showing an 8474 (pump reset) code and the pump was beeping. The patient had not had the pump checked by her hcp because the patient had recently moved to another state. The patient had not any exposure or an MRI. The patient was looking for an hcp in her current state. Additional information was received and it was reported that a critical pump alarm was occurring. The pump logs indicated that on (B)(6) 2017 a low battery reset occurred, reset occurred, and safe state occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient was also taking other medications which included tylenol #3 (acetaminophen with codeine) 300-30 mg. During the patient hospitalization treatment included fentanyl patch 1000 and tylenol #3. No further complications were anticipated/reported.